Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has showed high, out of range shock impedances. They recommended to monitor the lead. The pulse generator will be changed eventually and is a non-bsc device. The rv lead remains in service. No adverse patient effects were reported.